Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.75 x 20mm stent delivery system was returned for analysis. The hypotube of device was received however the distal part of the device including midshaft, inner &outer extrusion, balloon, stent and tip were not received. The distal portion of the device containing the stent was not returned for analysis and thus a review of the manufacturing crimp data for this device was performed. The review did not highlight any anomalies with the device. The maximum stent profile was within max crimped stent profile measurement. The hypotube and outer extrusion was broken at approximately 1170mm distal to the distal end of the strain relief. The distal portion of the device was not returned. Multiple hypotube kinks were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2018. This device was received with no reported issues. However, upon review of this device, hypotube was broken and the shaft polymer extrusion was detached.